Event description:
The lay user/patient contacted lifescan alleging that pc is diplayed on the meter and not connected to a computer. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during a laparoscopic colon resection procedure, the device was making a strange beeping sound and they were not getting proper tissue reaction. They were not getting coagulation or sealing. No significant blood loss. Another like device was opened and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.